Event description:
It was reported that during follow up, there was no capture and a drop in sensing and impedance. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.